Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of around 200 mg/dl to 400 mg/dl. The wife of the customer reported that some of the buttons of the insulin pump were unresponsive. The wife of the customer also reported that the batteries of the insulin pump would not last long. The wife of the customer also reported that the insulin pump would automatically shut off at times. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump had no bolus or escape button response due to corroded keypad traces. No display anomaly was noted. The operating currents and functional tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked reservoir tube near the tube window, and cracked battery tube threads.